Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and meter and confirmed that they were operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was not duplicated. Review of black box data found loss of prime alerts associated with replace cartridge warnings or pump power-on reset. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. With the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy and force sensor calibration readings were within specifications. Bolus exercises were completed and recorded correctly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced hyperglycemia while on pump therapy. Reportedly, the patient had blood glucose (bg) reading of 600 mg/dl, with nausea, vomiting and abdominal pain. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. Reportedly, the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step with cartridge change. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. Troubleshooting was unable to resolve the reported prime issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged loss of prime issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.